Event description:
It was reported that the smartlife large battery was leaking an unknown substance at the user facility. How the issue was noticed, patient involvement, procedure delay, medical intervention and adverse consequences are unknown. Multiple attempts were made to obtain additional information with no response from the user facility.

Manufacturer narrative:
Device not returned for investigation.